Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, fentanyl, and dilaudid, dose and concentrations not reported via an implantable pump. The patient reported that twice when she got her pump refilled she got ill and there was a lot of medication left in the pump. This happened once (B)(6) 2020 and then again (B)(6)2020. The patient stated they had withdrawal symptoms like vomiting, totally out of it and not knowing what was going on. The patient stated they were given a shot of lidocaine prior to each refill as well. The patient requested physician listings as they could not find a healthcare provider.